Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized for a high blood glucose of 602 mg/dl. The customer treated via manual insulin injection. The customer's blood glucose had since decreased to 307 mg/dl. Troubleshooting was initiated for the insulin pump and there were no issues noted. The insulin pump was not returned for analysis.